Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted ureteroureterostomy surgical procedure, the 0-degree endoscope plus angle changed without controlling from the vision side cart (vsc) or surgeon side console (ssc). The customer received phone assistance from the technical support engineer (tse). The tse explained that the issue could be due to interference from the endoscope cable or from the universal surgical manipulator (usms). The system was working normally. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. The endoscope rotated unintentionally slightly possibly due to misalignment of the sterile adapter (sa) or snagged cable. The endoscope will not be returned. The endoscope issue did not result in patient injury.